Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 5 month post-operative CT showed the presence of a type ia endoleak. A re-intervention was performed in which the sealing ring was ballooned followed by the placement of coils which did not resolve the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.